Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump had a no delivery alarm during fill tubing process. The customer¿s blood glucose level was 460 mg/dl at the time of the incident. The customer¿s spouse stated that a new reservoir resolved the no delivery alarm. Customer's spouse also reported a motor error alarm during bolus delivery. The drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 460 mg/dl and declined troubleshooting. Customer will treat the high blood glucose with manual injection. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.